Event description:
General report received of an unspecified number of undocumented incidents where devices delivered more medication than intended. The devices were programmed to deliver tpn (total parenteral nutrition) with durations of 24 hours. No further programming parameters were provided. The customer contact indicated the deliveries were completed approx 2-5 hours earlier than expected. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The devices were not isolated or identified by serial number; therefore, they will not be returned for investigation. (B) (4).